Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump was alarming with a double beep during testing. There was no patient injury.

Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection showed fluid damage on the downstream sensor. During the functional testing, a "double beep-no cassette" alarm was found. The root cause was found to be the fluid damage. The downstream sensor was replaced.product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.